Event description:
It was reported that during a da vinci s surgical procedure, the site had difficulty with instrument engagement on a pt side manipulator (psm) arm. The site tried multiple instruments and reseated the sterile adapter, however, the intermittent instrument engagement continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by a field service engineer (fse) confirmed the customer reported problem as he had difficulty engaging an instrument on one of the pt side manipulator (psm) arms. The fse also found system error code #23014 in the system log which was associated with a second patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing both affected psms. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #23014 system error code appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". Both psms was returned to isi for failure analysis investigation. Engineering confirmed the customer reported instrument engagement problem on one psm and replaced multiple axis' wrist assembly shafts as well as multiple axis' potentiometers. Engineering found the second psm associated with the system error code #23014, faulted immediately and replaced the axis 6 motor. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.